Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation the unit is getting power to it but there is no air coming out of it. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that pca with burned components, blower, blower box, inlet, iso port kit contaminated, iu bezel with damage. The customer complaint was reproduced. There were 2 errors has been identified. The device was scrapped.